Event description:
Kimberly-clark received a report stating a mic-key low-profile transgastric-jejunal feeding tube was inserted on (B)(6) 2014. On (B)(6) 2014 the enteral feeding tube was surgically replaced because of a cracked hub. No additional information was provided in regards to the patient's status. This is the first of two reports for the same patient involving two separate products.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. The event date for this complaint is (B)(6) 2014. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
A review of the device history record is has been completed. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).